Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system door was failed. The field service engineer replaced the entire drawer with an enhanced cubie drawer. Fse asked the customer to unload all the medications from the old drawer, insert new cubies into the replacement drawer, and place it into the station. Once installed, fse powered up the drawer and configured it. After configuration, the customer loaded the medications into the new drawer. Following the loading process, fse logged into the diagnostics to perform the acceptance test and then had the customer test it again using the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary door was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary door was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid. Correction: section d unique identifier (UDI). Part analysis: the reported condition of door failure was confirmed by the field service engineer (fse). According to work order (wo) (B)(4), the rails of half height drawer 5.1 were failing. The field service engineer (fse) replaced the entire drawer and tested it, confirming that the drawer worked as intended. No issue on the door. External visual inspection of the received assy smart hh cubie drawer was conducted. No visible damage was found during the inspection. The half height cubie drawer was flipped upside down for evaluation and subjected to repeated opening and closing, it was observed that the retainer bracket was migrating on the drawer rails on the right and left side of the bottom drawer. Testing of the top drawer found no issues with either the left or right drawer rails. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the migrating retainer bracket was attributed to a damaged slide bumper.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door was failed. The customer stated there was a delay to the patient's workflow. As per part investigation, it was determined that migrating retainer bracket was attributed to a damaged slide bumper. There were no adverse events or injuries reported based on this event.